Event description:
The physician was attempting to use a cook endoscopy endoscopic clipping device to clip a lesion in the pt's esophagus. During the attempt to clip the lesion site, the reporter indicated the clip was bent and the open prongs scratched an area of the esophagus separate from the lesion. The tri clip was removed from the endoscope and the scratched area did not require medical attention or intervention. The handle spool separated after the device was removed from the patient. An injury to the patient was not reported.